Event description:
Repair center: alleged low o2 and alarm will not function and the key failure is the sieve beds are saturated/odor. Per independent repair center statement, low o2. The key failure was that the sieve bed was saturated/odor. Other issues were that the power switch had no audible alarm.